Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer re-loaded cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.